Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical analysis found cracked tank cover, corroded drain fitting, scratched front cover, outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Functional test found that the liquid crystal display (lcd) is blank confirming the customer complaint. The root cause of the reported issue unable to be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the display is not working. No patient injury was reported.